Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging of heart attack. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report, box b: adverse event or product problem, box g: all manufacturers, box h: device manufacturers; type of reported complaint, patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Manufacturer narrative:
Additional information was received on 09/04/2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown contamination on the top enclosure and front enclosure. The manufacturer noted an unknown dust-like contamination on the front panel, pca (printed circuit assembly) board, blower box, air inlet of the blower box, and the rear panel. A hair-like particle was observed on the bottom enclosure. Evidence of liquid ingress was found on the blower motor and the blower box. No evidence of sound abatement foam degradation or breakdown was observed. Photos were attached. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. They were unable to directly address the symptoms. The manufacturer found no error codes. Sections d8, d9, h2, h3, h6 has been updated in this report.